Event description:
It was reported when the patient presented in clinic for routine follow up, lead noise was observed. Increased in threshold was also noted. Performing lead testing was suggested. The hv therapy was disabled. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.